Event description:
The nurse reported that the central nurse's station (cns) was monitoring patients via telemetry transmitters in the pediatric department and all of them went into communication loss at the same time. No patient harm was reported. Nihon kohden technician verified that the customer's it pushed out patches that got both the eg and h1k servers rebooted. After the reboot, nk technician logged into the server, re-started the ug service, verified the transmitters were registered in the server and confirmed with the customer that the issue has been resolved.

Manufacturer narrative:
The nurse reported that the central nurse's station (cns) was monitoring patients via telemetry transmitters in the pediatric department and all of them went into communication loss at the same time. No patient harm was reported. Nihon kohden technician verified that the customer's it pushed out patches that got both the eg and h1k servers rebooted. After the reboot, nk technician logged into the server, re-started the ug service, verified the transmitters were registered in the server and confirmed with the customer that the issue has been resolved. N.k. Requested the central nurse's station (cns) model number and serial number involved but the customer could not provide them. Additional device information: concomitant medical device: telemetry: model #: ni, serial #: ni, remote nurse(s) station: model #: rns-6803, serial #: ni.